Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result was 0.19ng/ml and 0.36ng/ml upon repeat. The original sample was tested on a different instrument in the customer's lab and an accu tni result of 0.03ng/ml was obtained. The sample was retested on this instrument and repeated result was 0.01ng/ml. Customer then re-tested the original sample on the unicel dxi instrument and results of 0.23ng/ml and 0.57ng/ml were obtained. The customer believes the results obtained from the different instrument to be true results for this pt. Based on available info, the initial result was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc level I was within specifications prior to the event. Qc level ii was within specifications the morning of 2008 and out of specifications on the month before at 19:06 and 19:29. Qc level iii was out of specifications on original date and the day before, after the event. A system check performed on original date after the event failed. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and no hardware issues related to these results were noted. The fse performed two modifications (details were not provided). A clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.